Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no excessive no delivery alarms and no blank screen noted. Unit was tested with a water fill test reservoir. Several boluses were programmed and delivered. Units left at display properly and match units left at test reservoir. All bolus was registered properly in the bolus history. No history anomaly noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
Customer reported via phone of receiving no delivery alarms during basal and believed that blood glucose was high as a result. Customer reported that bolus delivery was fine. Customer stated that blood glucose ranged from 400 mg/dl to 500 mg/dl. During troubleshooting, customer attempted to fill cannula to 5.0 units, but would only get to 1.6 before display screen went blank. Status screen would give the incorrect amount of units delivered as well. Insulin pump would need to be replaced.